Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a neuro interventional procedure using a 6f sheath. Reportedly, no suture was found when the plunger of the first prostyle device was removed. A cuff miss occurred. A second prostyle device was attempted; however, the same issue occurred as with the first prostyle device, no suture was found. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be confirmed as the returned plunger indicated a successful suture deployment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The returned condition is not consistent with the reported needle to cuff miss. A conclusive cause for the reported needle to cuff miss cannot be determined as the returned plunger indicated a successful suture deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.